Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term outcome of transvenous pacemaker implantation in infants: a retrospective cohort study. Europace. 2017; 19:581¿587. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg) in a pediatric patient. The article reports the patient developed necrosis and scar traction at the site of implant, requiring repositioning of the ipg to an abdominal wall pocket. Additionally, it was noted that the patient required cardiac resynchronization therapy (crt) because of dilated cardiomyopathy (dcm). Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.